Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high and varying impedance. Intermittent undersensing was also observed. The lead and alert tone which had been sounding were programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.